Event description:
Malfunction of driver.

Manufacturer narrative:
The doctor presented a general complaint in malfunction of unifit star torque drivers (uf0066 and uf0067). Despite that no patient complications were reported, it could have caused or contributed to a serious injury or require medical or surgical intervention to prevent it. As such, this event is reportable per 21cfr part 803. In the event that new or additional information is received from the investigation of the items, a follow-up report will be sent. Manufacturer's trend analysis show that malfunction of drivers is a low-rate adverse event.

Manufacturer narrative:
The doctor presented a general complaint in malfunction of unifit star torque drivers (uf0066 and uf0067). Despite that no patient complications were reported, it could have caused or contributed to a serious injury or require medical or surgical intervention to prevent it. As such, this event is reportable per 21cfr part 803. In the event that new or additional information is received from the investigation of the items, a follow-up report will be sent. Manufacturer's trend analysis show that malfunction of drivers is a low-rate adverse event.

Event description:
Malfunction of driver.